Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush medium for dental cleaning (route-dental, lot number 23510s6v2, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke when the consumer tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush medium for dental cleaning (route-dental, lot number 23510s6v2, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke when the consumer tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on the quality investigation, the lot number 23510s6v2 provided by the consumer was invalid and sample was not received. The manufacturer performed related manufacturing review from 2010 to (B)(4) 2012 and reported no related product changes or any manufacturing/facility changes that would have affected the product. A review of the data associated with this complaint category, revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush medium for dental cleaning (route-dental, lot number 23510s6v2, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke when the consumer tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, the lot number 23510s6v2 provided by the consumer was invalid and sample was not received. The manufacturer performed related manufacturing review from 2010 to may 2012 and reported no related product changes or any manufacturing/facility changes that would have affected the product. A review of the data associated with this complaint category, revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 23510s6v2 to 23510sg v2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 23510sg v2 to 23510sg m3. Retain sample was evaluated and met specification. One toothbrush lot 23510sg m3 was received. A break in the toothbrush was confirmed approximately two inches below thumb grip. The bristles looked deformed, especially the bristles at the tip of the head indicated excessive use. The break occurred in an area that would be in the grasp of the user's hand during ordinary use. The breakage looks to have occurred with intent of the consumer and not during normal use. The brush was manufactured according to specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause cannot be determined for this complaint. Although this complaint is confirmed due to the returned sample, the disposition of this complaint shall be not confirmed as it cannot be attributed to a manufacturing defect. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach tooth and gum care toothbrush medium for dental cleaning (route-dental, lot number 23510s6v2, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke when the consumer tried to use it. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, the lot number 23510s6v2 provided by the consumer was invalid and sample was not received. The manufacturer performed related manufacturing review from 2010 to may 2012 and reported no related product changes or any manufacturing/facility changes that would have affected the product. A review of the data associated with this complaint category, revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of the device was updated from 23510s6v2 to 23510sg v2. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.